Event description:
It was reported that during a brachytherapy procedure, the wax allegedly dislodged from the tip of the needle. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufcaturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Three electronic photos were received, and it was reviewed. The provided two photos shows eight needles in which seven needles were noted to have bone wax is exposed in the cannula. However, based on the clear examination, this damage was noted to be related to the process, the cause may have been caused during handling outside of bd controls. The third photo shows the labelling information which matches/verifies with the tw details. Based on the photo review, the reported device contamination can be confirmed. Therefore, the investigation is confirmed for the reported device contamination as the needles in the provided photo shows bone wax exposed in the cannula. A definitive root cause for the reported device contamination could not be determined based upon the provided information. It may have happened due to the handling of the device. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: d4(unique identifier (UDI) #), h6 (result). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a brachytherapy procedure, the wax allegedly dislodged from the tip of the needle. The procedure was completed using another device. There was no reported patient injury.